Event description:
It was reported that the patient presented with 'symptomatic lumbar degenerative disk disease with right greater than left-sided radicular pain. His problems date back to 2004 with regard to his syndrome of back and lower extremity pain. He had gone through a number of conservative therapies and did not do well with such. He was also a cigarette smoker and was considered initially to be a rather poor surgical candidate. The patient was told to either clean up his act and quit smoking and receive psychological counseling for his depression, or he would not be considered for surgery.' The patient underwent a 360 fusion l5-s1 and a posterior lateral arthrodesis l4-5. Posterior instrumentation, interbody devices and rhbmp-2/acs were used. 'Following his surgery, the patient had a fairly uneventful postoperative course and remained in the hospital for 4 days.' Patient discharged on pod 4. At 63 days post-op, the patient underwent a revision surgery due to migration of the interbody device. The surgery consisted of replacing the interbody spacer, and adding posterior hardware and rhbmp-2/acs. Patient was discharged on pod 3. At 671 days post-op the patient presented for psychotherapy. At 699 days post-op, the patient presented with chronic low back pain. The patient underwent surgery for implantation of a spinal cord stimulator. At 915 days post-op, the patient presented for psychotherapy. At 938 days post-op, the patient presented for individual psychotherapy. Per the medical records, 'the patient was seen for a psychological evaluation on (B)(6) 2009. At that time, there was concern on the part of [physician] the patient continued to use marijuana. Apparently during his last urine screen, metabolites of marijuana were present. 'The patient denies that he has any issues related to drug dependency. He feels that he would be able to cease all drug and marijuana use.' At 1029 days post-op, the patient underwent implant of peripheral nerve stimulator. At 1098 days post-op, the patient presented with an infected impulse generator site for peripheral nerve stimulator. The patient underwent a procedure to remove the stimulator. Infectious disease consultation diagnosed 'infected nerve stimulator. Chronic low back pain 'this will almost certainly be staphylococcal in origin' with removal of the device this should heal in secondarily without further difficulty.' Reportedly, the patient has developed depression secondary to chronic pain disorder.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.